Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested with cloudy fluid coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection reflin (1 gram, daily), injection fortum (1 gram, daily), injection amikacin (100 milligram, daily) ip and injection heparin (as required, dose and route not reported) for peritonitis. Three days after the onset of peritonitis, the patient was discharged from the hospital. The patient recovered from the peritonitis. No additional information is available.